Event description:
It was reported that the customer's insulin pump had keypad issues. The customer stated that the act and b buttons were not working. The customer's blood glucose was 20 mmol/l. The customer stated that when she turned the insulin pump on, the screen would be flashing. The customer did not recall any significant events leading to the keypad issues. The customer stated that there may have been moisture in the air due to mist on the screen. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.